Manufacturer narrative:
Currently, is it unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See scanned page.

Event description:
It was reported that the customer passed away due to diabetic ketoacidosis and renal failure. The customer's next of kin could not be reached to request the return of the insulin pump. Nothing further was reported.